Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient had a revision surgery to move the device pocket location to a more comfortable position. It was also reported, the date of the revision and the patient's status were unknown. No further information was reported. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3778-45 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID, 3778-45 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(4).